Manufacturer narrative:
Investigation summary: one sample received by our quality team for investigation. Upon visual evaluation, barrel is damaged, which likely caused the leakage past stopper. A device history review was performed for the reported lot 2212074, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Possible root cause is associated with misalignment in the assembly process.

Event description:
It was reported that 2 bd plastipak¿ concentric luer lock syringes leaked. The following information was provided by the initial reporter, translated from french: we have a batch of leaking syringes ref 300865. Lot 2212074. We have kept one syringe for expertise.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastipak¿ concentric luer lock syringes leaked. The following information was provided by the initial reporter, translated from french: we have a batch of leaking syringes ref 300865. Lot 2212074. We have kept one syringe for expertise.